Event description:
The customer is reporting some reproducibility of patient results issues with the architect total b-hcg assay. For example, one patient generated an initial result of 1.20 miu/ml, that then tested at 44.46 miu/ml, that then tested at 2.75 miu/ml. The sample generated a negative result with the servibio methodology. Controls have been within specifications. The customer states that the sample with the elevated result above was run following a sample that tested at 204,000 miu/ml. The customer advised the customer to replace the sample probe and a service call was also initiated. There is no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to inspect the instrument. The fsr performed various instrument checks finding everything acceptable. The fsr also performed a precision study using a negative patient sample run 20x and the medium control run 10x. The %cv was comparable to the %cv in the package insert. The customer support specialist (css) also instructed the customer to replace the sample probe and calibrate the pipettor, as the customer had never replaced the probe. The customer replaced the sample probe and cleaned wash zone one. The issue was resolved. The abbott architect system operations manual (june, 2007) provides information regarding the customer's observations in section 7 - operational precautions and limitations of result interpretation and section 10 - troubleshooting and diagnostics. The architect total b-hcg reagent package insert provides information on the customer's observations in the section entitled: interpretation of results and limitations of the procedure. Abbott product information letter was sent to all architect customers advising them that they were now required to replace the sample probe on a quarterly basis or as needed for troubleshooting. Abbott laboratories now requires that the probe at the sample pipettor position be replaced every 3 months due to normal wear, or more frequently as needed due to troubleshooting activities. The probe replacement procedure is outlined in section 9, service and maintenance of the architect system operations manual. This is a final report. End of report.